Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged mobilization of the screws in sacroiliac joint, which required screw removal, could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device not available.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedics and traumatology, (B)(6) ¿gaetano rummo,¿ (B)(6).¿ the title of this report is ¿percutaneous screws CT guided to fix sacroiliac joint in tile c pelvic injury. Outcomes at 5 years of follow-up,' published on (B)(6) 2018, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1051/sicotj/2018047. This report includes analysis of the clinical data that was collected on 96 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patients experienced mobilization of the screws in sacroiliac joint, which required screw removal. The report states, ¿we recorded two cases of metalwork mobilization diagnosed at 16 months (which were successfully surgically treated with removal of metalwork procedures without further complications).¿

Manufacturer narrative:
Please note correction to h6 (device code)

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedics and traumatology, azienda ospedaliera ¿gaetano rummo¿, italy ¿. The title of this report is ¿percutaneous screws CT guided to fix sacroiliac joint in tile c pelvic injury. Outcomes at 5 years of follow-up ¿, published on november 27, 2018, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1051/sicotj/2018047. This report includes analysis of the clinical data that was collected on 96 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 2 patients experienced mobilization of the screws in sacroiliac joint, which required screw removal. The report states, ¿we recorded two cases of metalwork mobilization diagnosed at 16 months (which were successfully surgically treated with removal of metalwork procedures without further complications) ¿